Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardiac defibrillator had reached the charge capacitor limit. The device was explanted and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
The reported field event of a charging anomaly was confirmed. A charge timeout was confirmed on the bench and in the device image. Bench testing was performed with laboratory hv capacitors attached, and the device was found to function normally. The hv capacitors were sent to the manufacturer for analysis and concluded the cause of the reported field event was due to internal damage.